Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving morphine (concentration of 10 mg/ml, dose of 0.06 mg/day) via an implantable infusion pump. It was reported on (B)(6) 2016 that the patient had drainage at the surgical site and was admitted to the hospital. There was no infection but per the infectious disease doctor's recommendations the pump was explanted. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.